Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) patient underwent hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with a recurrent ventral hernia. On or about (B)(6) 2020, the patient underwent open ventral incisional hernia repair; creation fasciocutaneous flaps on the right and left; creation of myofascial flaps on the right and left; excision of old mesh; and multilayer abdominal wound closure. During the surgery on or about (B)(6) 2020, a chronic seroma/hematoma was found, and 1500 ml of dark green and sanguinous fluid was drained. A sac associated with the mesh was also excised. Additional mesh was placed.

Manufacturer narrative:
This follow up is to report the results from the internal investigation and conclusion. Internal investigation into strattice lot sp100458 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 11/29/2022, of the (B)(4) devices released to finished goods for lot sp100458, 141 have been distributed with 67 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: this is follow up#1 to report on october 31st, 2022, pmqa received notification the lot number associated with this event was found through discovery and is sp100458-040. No other information was reported. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date of november 29, 2022 is based on when the batch record review was completed. As reported in follow up#1: this is follow up#1 to report on october 31st, 2022, pmqa received notification the lot number associated with this event was found through discovery and is sp100458-040. No other information was reported. As reported in the initial: it was reported through a legal event that a 52 year old patient underwent hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with a recurrent ventral hernia. On or about (B)(6) 2020, the patient underwent open ventral incisional hernia repair; creation fasciocutaneous flaps on the right and left; creation of myofascial flaps on the right and left; excision of old mesh; and multilayer abdominal wound closure. During the surgery on or about (B)(6) 2020, a chronic seroma/hematoma was found, and 1500 ml of dark green and sanguinous fluid was drained. A sac associated with the mesh was also excised. Additional mesh was placed.

Manufacturer narrative:
This is follow up#1 to report on october 31st, 2022, pmqa received notification the lot number associated with this event was found through discovery and is sp100458-040. No other information was reported. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on october 31st, 2022, pmqa received notification the lot number associated with this event was found through discovery and is sp100458-040. No other information was reported. As reported in the initial: it was reported through a legal event that a 52 year old patient underwent hernia repair surgery on or about (B)(6) 2017. During the hernia repair surgery, the surgeon implanted a strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2020 and was diagnosed with a recurrent ventral hernia. On or about (B)(6) 2020, the patient underwent open ventral incisional hernia repair; creation fasciocutaneous flaps on the right and left; creation of myofascial flaps on the right and left; excision of old mesh; and multilayer abdominal wound closure. During the surgery on or about (B)(6) 2020, a chronic seroma/hematoma was found, and 1500 ml of dark green and sanguinous fluid was drained. A sac associated with the mesh was also excised. Additional mesh was placed.